Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No failed battery test alarms noted. The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No display ramping on its own anomaly was noted. The insulin pump was received with cracked case at display window corners. And minor scratches on lcd window.

Event description:
It was reported the customer had a keypad anomaly. The customer stated their insulin pump was scrolling and the buttons were unresponsive. Customer's blood glucose was 149 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.